Event description:
A (B) (6) female pt contacted lifecor customer support to report that she was receiving frequent "adjust belt" alarms. Support checked the download and the download revealed significant falloff on the right electrode. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the "adjust belt" alarms was a damaged wire in ECG d. One of the wires had pulled from the solder pad. The root cause of the damaged ECG wire cannot be confirmed, but looked to due strain placed on the cable during normal wear and tear. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.